Event description:
The abiomed field rep found a publication out of impella users in (B)(6) germany. The publication speaks to 5.5 pump supports in surgical/coronary artery bypass graft patients. The retrospective review of 12 patients speak to adverse events. There was on average 6 day supports and in the supports there was bleeding, thrombosis, dislodgement/positioning failures, and 4 strokes. The strokes were thromboembolic. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. A.1- a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.